Event description:
The customer's wife stated that the customer was hospitalized for low blood glucose and the reading was 32 mg/dl. The wife also stated that the customer was hospitalized on another occasion for high blood glucose and the reading was 550 mg/dl. Troubleshooting was not possible as the insulin pump was not present during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.